Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited under-sensed beats. The ipg remains in use. No patient complications have been reported as a result of this event.